Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the instrument on universal surgical manipulator (usm) 4, which was statically grasping the patient¿s tissue, moved slightly while the surgeon was using the give all/take all feature. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The customer explained that usm1 and usm3 were controlled by surgeon side console (ssc) 2, and usm4 was controlled by ssc1. The customer confirmed that when the issue first occurred, the surgeon released hands from the hand control without removing head from the viewer. It was uncertain if this sequence was repeated the second time. System logs beyond the "start of following" were unavailable during the call. The customer reseated sterile adapter (sa) and replaced the instrument to continue with the procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) contacted the intuitive surgical, inc. (Isi) representative on site and confirmed that they reseated the sterile adapter and replaced instrument as a precaution. Customer noted that the surgeon reported no persistent issues after reseating the sterile adapter and replacing the instrument and no reoccurrence on the following case. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. While a definitive root-cause of the unintended movement cannot be established since the phone support details did not reveal any issues related to the customer reported event, a potential/common root cause for this failure can be attributed to user-induced factors such as the surgeon releasing a master tool manipulator (mtm) during following mode while their head is in the high resolution stereo viewer (hrsv) or a user applying external force to an arm on the patient side cart (psc) (e.g., energy cable connection) that is being commanded by the surgeon.